Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During device setup, an attempt was made to dump the capacitor on the implantable cardioverter defibrillator. During the attempt, connection was lost and there was failure to interrogate via inductive telemetry. Bluetooth telemetry was attempted and unsuccessful, followed by failure of inductive telemetry. The device was not implanted. No patient was involved.